Event description:
The consumer allegedly sustained a severe laceration to his left heel as a result of exposed sharp metal on the power chair.

Manufacturer narrative:
Manufacturer received conflicting information whether or not an invacare device may of caused or contributed to a serious injury. Manufacturer has had difficulty in obtaining information as to which device potentially caused the alleged incident. MDR filed as a conservative measure.